Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective reference electrode holder fitting. The reference electrode holder fitting was replaced to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion-selective electrolytes (ise) results for seven (7) patient samples on their au681-01e, chemistry analyzer au680 with ise. There was no report of change to treatment, injury, or death associated with this event. Patient demographics were not provided. The customer provided data for two (2) patient samples.